Manufacturer narrative:
It was reported that a low-pressure alarm occurred. The customer stated they were unable to access service mode to the remote service engineer (rse). The customer requested onsite service. A philips authorized service provider (asp) went onsite and replaced the solenoid valve and the data acquisition (da) printed circuit board assembly (pcba). The philips asp replaced the solenoid valve and the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low-pressure alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low-pressure alarm occurred. The customer stated they were unable to access service mode to the remote service engineer (rse). The customer requested onsite service. This investigation is ongoing.